Event description:
After a successful injection of contrast media using a another co's 4.0 f catheter, the catheter was unable to be flushed with saline. When the catheter was removed from the body and examined, a sidehole of the catheeter was noted to be obstructed with an approximatedly 1 cm. Piece fo soft, pliable plastic in a tubular shape. There was no pt injury.